Event description:
It was reported that the patient underwent a posterior surgical procedure to treat t12 pseudoarthrosis and l3 compression fracture. It was reported that the patient had a blood transfusion during expansion; the patient lost a large amount of blood prior to device implantation. The doctor stated that hemostasis was insufficient. The patient died as a result of hemorrhagic shock.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4), lot 0149538w; (B)(4), lot 0154283w; (B)(4), lot 0142361w and 0149146w; (B)(4), lot h11a5441 and h11a5446; (B)(4), lot h11a5467; (B)(4), lots h10l3403, h11a5470, h11a5486, h11e1823, h11e1826, h11e1836; (B)(4), lots h10l0157, h11e2811; (B)(4), lot h10m3179, h11a7267, h11a7270. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.